Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and provided reprogramming recommendations. The device was then reprogrammed to resolve the event. The patient is stable.